Event description:
On (B) (6) 2010, patient reported he is receiving e4 (occlusion) errors. Patient stated he tried a new infusion site that he hasn't used in 6 months and is still receiving the occlusion when he is trying to bolus. Had patient disconnect from the infusion site and attempt to prime the infusion tubing; tubing primed successfully. Advised patient to try a new infusion site. Patient was very frustrated, upset and stated his blood glucose was increasing due to not receiving any insulin. Advised patient to try a headset from a different box of infusion sets. Patient was too upset to troubleshoot the elevated blood glucose. On follow up call on (B) (6) 2010, patient stated everything is working fine. Patient reported he changed his infusion site, he hasn't received any occlusions in the past couple of days and his blood glucose has gone down. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.